Event description:
It was reported that the physician did a shock test to validate the efficiency of the defibrillation system and two shocks of thirty five joules were unsuccessful. No additional coil was added. The device remains in use. No patient complications have been reported as a result of this event.